Event description:
The customer reported that they had a state inspection and have several issues with their system. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep reworked the kilovolt and ma connections. The display functions have been restored. The system was tested and found to be working as intended and put back in service. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.